Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain, limited range of motion and felt something snap. An x-ray revealed that the liner is out of place and a revision surgery is planned.